Event description:
Additional information was received from the manufacturer representative (rep) reporting the spinal procedure the patient had one year ago was unrelated to their scs system. With the help of tech support it was concluded that there must be a fracture, bend or break in the scs surgical lead. The patient¿s neurosurgeon is "aware of" the patient¿s situation and the statues of their equipment. They had not made plans for an intervention or to remove/revise their current scs system. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. On 2023-10-05, additional information was received from the manufacturer representative (rep) clarifying that no there was no images or tests that were used to determine if the lead was confirmed fractured, bent or broken. Tech services came to this conclusion based off the impedance measurements and battery connectivity test. With the impedance measurements and connectivity test that was the suggestion tech services gave. The patient had no paresthesia on any electrode when intensity was raised. However, no tests or images were used by the provider. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller met with the patient for a routine programming appointment. The patient reported that they had some pain come back and stimulation comes and goes. The patient has a c-spine paddle lead and claimed to be feeling stim down their arms prior to the appointment. The patient also noted a difference in the depletion rate of the ins, the ins depletes slower now and it has be charged about once a week. When the rep programmed up to 5v the patient wasn't feeling stimulation. The patient indicated that one year ago they had a spinal surgery (unrelated) and following that procedure was when the stimulation sensation going and out started. The caller indicated that all impedance values are >4000ohms and they checked every reference electrode value. The caller indicated that electrodes 0-4 8-15 have red x on the connectivity test. The issue was not resolved through troubleshooting. Technical services (tss) reviewed information about impedances. The caller will follow-up with the patient and physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.